Manufacturer narrative:
The device was received not deployed. The soft cannula was not observed to be bent, kinked or otherwise damaged. The device was downloaded. Download data generated an 0x5c, open count too low at end of prime, alarm. A drive stall and timeouts were present in the data as well. The device was reset, paired to a master pdm and delivered a 5u bolus. The rerun did not replicate the drive stall or alarm. A timeout was observed in the rerun data that the device recovered from. The device deployed as intended during the rerun. The smc measured within specification. Inspection of the drive mechanism components found no damages or defects that would result in a drive stall. The exact cause of the drive stall and resulting 0x5c alarm could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose level rose to 275 mg/dl while wearing the pod between 4 and 24 hours. When removed from the infusion site (hip/buttocks), the pod's cannula was found bent. No treatment was provided.